Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. D6b: explant date: (B)(6) 2022. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-70. Serial number: (B)(6). Batch/lot number: 20740688. Model/catalog description: coveredge 32 surgical lead kit 70 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4318, batch/lot number: 20118255, model/catalog description: clik x anchor sterile kit, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure, was doing well postoperatively and the explanted devices were disposed of by the facility.